Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the oxygenator had a cracked venous inlet port. No patient involvement as this occurred during setup. The product was not used. The surgery was completed successfully.